Event description:
A malfunction alarm with code malf 9 was reported by the customer, who confirmed it was not caused by any notable events prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which were followed successfully since the malfunction did not recur.